Event description:
It was reported that there was noise and oversensing on the lead and an increase in impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, there was blood/body fluid in the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression.